Manufacturer narrative:
Device evaluation by MFR.: a mustang 12.0 x 40, 135cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the distal marker band. An examination of the balloon material and distal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, it was noticed that the balloon did not reach at 14 atmospheres. Initially, it was believed that the lesion was elastic and would require a high pressure balloon. When the balloon was removed and inflated outside the patient, it was verified that the balloon was punctured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, it was noticed that the balloon did not reach at 14 atmospheres. Initially, it was believed that the lesion was elastic and would require a high pressure balloon. When the balloon was removed and inflated outside the patient, it was verified that the balloon was punctured. No patient complications were reported.